Event description:
It was reported that the pt had complained of lightheadedness and slow hr for the past 4-5days. When pt was last seen (3 weeks earlier), intermittent capture was noted. The device was evaluated and it was decided the ventricular lead should be replaced due to increased thresholds. An endocardial lead system was implanted. No patient complications have been reported as a result of this event.